Manufacturer narrative:
The device was received and evaluated. The soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data shows that an 0x18 alarm was generated during the device's run, indicating the pod had reached an empty reservoir. Inspection of the fluid path found no insulin remaining in the reservoir, confirming the alarm. No timeouts or drive stalls were observed with the download data that would indicate the device struggled to deliver insulin during the run. No other damages or defects were found that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 289 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.